Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient via the manufacture representative reported that the ins had gone into overdischarge due to the patient not charging it following an unrelated back surgery. The rep trickle charged the ins and cleared por, but after testing impedances the patient began to experience uncomfortable stimulation in their left ribs and stomach. The patient noted that during their back surgery, their surgeon told them that they had to move the leads, but an x-ray showed that the leads had not changed location from their original spot following the surgery. The rep tried testing impedances again at 0.25 amps and the patient did not experience discomfort with all impedances within normal limits. The rep then increased stimulation to 3.7 amps on the group that the patient uses for therapy and the patient was again feeling uncomfortable stimulation in their left ribs and stomach. The patient stated that the therapy was not significantly cutting back on pain prior to their surgery and did not want to try any additional programs. An explant surgery was being planned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient had not charged the ins for several months, which caused the por. It was reported that the patient did not have time to do a trickle charge at the time, but one would be performed at a later date. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that there was a power on reset (por) message encountered by the patient. The patient did not have time to charge at the time of the event and would make an appointment to address it in the future. No further complications are anticipated.